Event description:
Affiliate reported that the customer complained that the trepan did not stop in time. They used it in the area frontal at the lateral orbit border. It was also noted that the surgeon took into account that due to the structure of the bone in this area the perforator can nick the dura. After the first hole it was impossible to make further holes because trepan was fidgety and noncircular. When the surgeon recognized that the trepan worked noncircular she used a new one without adverse consequences to the pt.

Manufacturer narrative:
Historically for complaints of this nature, the returned perforators have been visually inspected as received, disassembled and cleaned, and then visually and dimensionally inspected. No discrepancies have been found. The perforators have been reassembled and were functionally tested for cutting and drilling. They've been found to meet specification requirements. The reported condition could not be duplicated. Reviews of the device history records have found no discrepancies. The complaints have been confirmed. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.